Manufacturer narrative:
Date rec'd by MFR: 28jul2019. Date of this report: 29jul2019. The customer reportedly repaired the unit without replacing any parts; however, the exact repair action was not provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 01may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a 35 volt supply failure. There was no patient involvement.